Event description:
On (B)(6) 2012 the patient contacted animas to report low blood glucose readings for one month, such as 38 mg/dl, 47 mg/dl and 54 mg/dl. During that time period, the patient experienced no symptoms of high or low blood glucose levels. The patient administered self-treatment by consuming orange juice; he did not seek any medical attention. The patient refused to troubleshoot the pump during the initial telephone call with customer support. The customer support representative contacted the patient multiple times to review the pump, however, was unable to reach him by telephone. It is not possible at this time to determine if the patient's technique was correct or if there were any issues with the pump or the infusion set. As the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.